Manufacturer narrative:
The device was not returned for analysis. A review of the DHR was not performed. Every device lot is verified as sterile before release into inventory urinary tract infections are not a significant rate of occurrence.

Event description:
The physician reported one of his spanner patients had developed sepsis. The spanner was initially placed on (B)(6) 2010, for retention. Spanner stent was removed on (B)(6) 2010. The pt was hospitalized for one day; the day after spanner removal ((B)(6) 2010). The pt is currently doing fine and is wearing another spanner stent.